Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: na.

Event description:
It was reported that the right ventricular lead exhibited poor sensing and high thresholds in the bipolar pace/sense configuration. The lead was replaced.